Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. Fse instructed the customer to check for alignment to the sample loader. Inspection of the sample loader revealed that the tube was properly aligned. Further inspection revealed that the customer used the white sample racks, which were in poor condition. Fse suggested that the customer switch to the beige sysmex racks which would be less likely to bend the sampling needle assembly. The customer agreed. Fse ordered the racks to send to the customer. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The g8 operator's manual, states the following: the 708 x1-axis error: operation error in x1-axis; unexpected home sensor and limiter sensor signals are monitored during x1-axis operation (refer to error log in "4.10 how to read the log"); incorrect x1 mechanism operation; x1 motor fault; x1-hm1 sensor fault; x1-ov sensor fault; drv2 board fault; cb1 board fault ; asm board fault. Inspect the x1 mechanism; inspect the x1 motor; inspect sensors d) inspect boards. The most probable cause of the reported event is due to a broken sample racks.

Event description:
It was reported that the customer received "708 x1-axis" errors with their g8 analyzer due to the sampling needle assembly getting stuck after piercing the side of the tube. The customer previously had a z-axis error due to a bent sampling needle assembly. Both times the customer replaced the sampling needle assembly but was concerned that there may be an issue with alignment. Technical support (ts) ordered a replacement sampling needle assembly. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.